Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cardiac effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00239, 2182269-2019-00064, 3008452825-2019-00243, 2182269-2019-00066. During an atrial fibrillation ablation procedure, a cardiac effusion occurred. During ablation of the cavotricuspid isthmus (cti), a potential steam pop occurred, however it could not be confirmed. The procedure was able to be completed. Following the procedure, the patient became hypotensive. Intra-cardiac echocardiography(ice) confirmed an effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with the abbott device.